Manufacturer narrative:
He device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. A root cause for the white residue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a b30 scope communication error and no image, and white residue in the auxiliary water channel. There was no patient involvement.